Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room following a syncopal event. A review of the device data did not identify any stored episodes at the time of the event. An atrial arrythmia episode was identified in the past seventy two hours which appears to have been less than five seconds of atrial flutter (af) which resulted in one atrial tachycardia response (atr) event. No adverse patient effects were reported.